Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent an atrial fibrillation ablation procedure. Prior to the procedure the ICD was interrogated and found to be operating as intended and impedance measurements were within normal limits. During the procedure the field representative lost radio frequency telemetry. The field representative attempted to reinterrogate using the wand but after multiple attempts were still unsuccessful. Technical services reviewed and advised device function could not be verified, and the patient should be considered unprotected. Subsequently, this ICD was explanted. Another device was implanted to complete this procedure. No additional adverse patient effects were reported.